Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible oversensing and undersensing of the atrial lead during atrial arrhythmia episodes. Some of the atrial beats were falling into the blanking period causing some episodes to be marked as terminated while still in progress. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.